Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured below nominal pressure. The device was removed, and the procedure was completed with aa different device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the vessel below the knee.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured below nominal pressure. The device was removed, and the procedure was completed with aa different device. There were no patient complications as a result of this event.